Event description:
It was reported that pt underwent left total hip replacement in late 2006, in which pt received durom cup acetabular component. Post-op, pt's attorney reports pt experienced pain in her groin area and was revised in 2008.